Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that there were black spots down the biopsy channel and debris inside the suction channel during inspection for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.